Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous elevated blood glucose (bg) of 486-541 mg/dl despite delivering boluses and changing infusion sets. The customer declined troubleshooting and declined to provide further information regarding bg with tandem technical support. Reportedly, the customer is a brittle diabetic. The customer reverted to alternate insulin therapy.